Event description:
It was reported that the patient's right knee was revised due to tibial subsidence and instability. As the tibial baseplate was deemed to be ingrown, it was left in situ and a 5x9 insert was revised to a 5x12 insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.